Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 300 mg/dl. Lastly, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with "less than or equal to 300" units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.